Manufacturer narrative:
Additional information is pending and will be provided upon receipt.

Event description:
It was reported that high out of range shock impedance measurements were noted when it comes to this device. A review by technical services (ts) noted that a history of jumpy, but stable shock values were recorded over the last year. An alert was also triggered due to out of range values, while the last in office interrogation was (B)(6) 2019, and since then the alert was dismissed via remote monitoring. Ts noted that until the device is interrogation in clinic a new alert will not be triggered. Ts discussed doing in office troubleshooting to determine the root cause of this issue. The device remains implanted. Additional information noted that the shock impedance alert upper limit was increased, and it was elected to keep monitoring the patient with no synchronous shock requirement at this time